Event description:
Reporter stated that the surgeon started to implant a aq2010v foldable three piece silicone lens into the eye and realized the trailing haptic was broken. Surgery was completed using a different lens. There was pt contact, but no pt injury.